Event description:
Caller states patient tested 6.7 inr on the coaguchek system while a comparison lab returned as 4.1 inr. Patient's coumadin dose will be adjusted based on lab value. No adverse event reported. Requested return of suspect system and replacement was sent.